Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Pt contacted lifescan (lfs) and alleged that her one touch ultra meter was reading inaccurate. In 2005 (2 days prior to her call to lfs), the pt had noticed that her meter result was lower (result not provided). It is not known if the meter was in the wrong unit of measurement at this time. She started drinking soda, but could not go to the clinic to check her blood glucose unitl the next day. It is also unknown if she was experiencing any high or low blood glucose symptoms at the time of concern. It is also not known if the pt had tested on the subject meter just prior to going to the clinic. At the clinic, her "blood sugars were higher" (results not provided). She was not given any medical treatment or intervention at the clinic. At the time of troubleshooting with the customer service agent (csa), it was discovered that the meter was in the wrong unit of measurement (mmol/l instead of mg/dl) and that it was not set correctly at the time of testing. A result of 5.7 mmol/l (103 mg/dl) was reported, but it is not known when the test was performed and if the pt had misinterpreted that result. It was also verified that the pt had not recently changed the units of measurement in the meter settings. Although there is insufficient information (blood glucose result s on the subject meter at the time of concern, results on the clinic's meter, and symptoms experienced), this complaint is reported (pt denies changing the units of measurement in the meter setting). There is no information to suggest that the pt experienced an injury (no medical intervention or report of adverse event) due to the product. A replacement meter is sent to the lay user/pt.